Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified middle right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.